Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 39-year-old male patient with cardiac hypertrophy. The following data was provided: result, on (B)(6) 2024 with lot number 70443ud00, was 1502.0 pg/ml. Additional laboratory results: ck was 268 u/l and bnp was 630.2. The patient¿s previous result, on (B)(6) 2025 with lot number 69217ud00, was 1165.1 pg/ml. The patient¿s troponin t result, on (B)(6) 2025, was 0.079. It was noted that the physician suspects that the troponin I results were falsely elevated, as the results were inconsistent with the troponin t result. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21 (alinity I stat high sensitivity troponin-I), and a 510k/PMA/bla number of k202525.

Manufacturer narrative:
Update to section b5 to correct date from 11apr2024 to 11apr2025. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, device history records, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. Ticket search by lot indicates that the reagent lot 69217ud00 shows higher complaint activity than expected. Therefore, file kit testing was performed. Ticket search by lot indicates that reagent lot number 70443ud00 performs as expected. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 69217ui00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot numbers 69217ud00 and 70443ud00, was identified.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results for a 39-year-old male patient with cardiac hypertrophy. The following data was provided: result, on (B)(6) 2025 with lot number 70443ud00, was 1502.0 pg/ml. Additional laboratory results: ck was 268 u/l and bnp was 630.2. The patient¿s previous result, on (B)(6) 2025 with lot number 69217ud00, was 1165.1 pg/ml. The patient¿s troponin t result, on (B)(6) 2025, was 0.079. It was noted that the physician suspects that the troponin I results were falsely elevated, as the results were inconsistent with the troponin t result. There was no impact to patient management reported.